Event description:
It was reported to philips that the device was the system was unable to perform x-ray. The user performed multiple reboots, but the issue persisted. The system was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.